Manufacturer narrative:
Additional information was received on july 8, 2018 providing the facility name and address. Therefore, section e1. Initial reporter facility name, initial reporter address line 1, initial reporter address line 2, initial reporter city, initial reporter country code, and initial reporter postal code have been populated. The biosense webster, inc. Product analysis lab received the device for evaluation on july 11, 2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary it was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. It was reported that there was a clot on the catheter. The device was visually inspected, and it was found in good condition. Then, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, an irrigation test was performed and the catheter failed. A failure analysis was performed, and the catheter was dissected on the handle area, the irrigation tube was found damaged. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on irrigation tube cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # pc-000479375.

Manufacturer narrative:
(B)(6). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30124121m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. It was reported that there was a clot on the catheter. The catheter was exchanged. There was no patient consequence reported. The issue of clot was assessed as a reportable event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.